Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported a fluid leak after cancelling treatment during fill 1 of 4. Patient reported a heater bag on heater tray alarm prior to observing the fluid leak. Patient completed treatments with continuous ambulatory peritoneal dialysis. Follow up with the patient's peritoneal dialysis nurse indicated that the patient did miss any treatments. The peritoneal dialysis nurse also reported that the patient did not experience any complications and that the patient was not provided medical intervention.

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. Powering up verification protocol passed cycler power on and functioned a intended. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. Source of the fluid could not be determined. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Mushroom head check passed. Positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."